Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific that the exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025 for treatment of stones in the bile ducts. During the procedure, the exalt model d scope imagining was fine for the first 20 to 30 minutes of the case until the picture went blank and the dots appeared. The exalt model d controller was restarted, the umbilicus cable was disconnected and reconnected however their were only dots displayed and no image. The procedure was completed with a reusable scope. No patient complications were reported as a result of the event.